Event description:
Pt reported that his infusion device began beeping and a 2.0 displayed on the infusion device screen. The pt changed out the power packs and the infusion device started working properly. The power pack had been in use for approx 3 weeks. The pt's blood glucose was not affected. No medical treatment was necessary. The pt discarded the product, so no product will be returned for eval.

Manufacturer narrative:
Product not returned for eval.